Event description:
The pt was revised because of pain and instability.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not draw any conclusions about the reported instability; however provided info indicated a thicker insert was used to achieve better stability. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be rec'd, the investigation will be re-opened.